Event description:
It was reported a patient underwent carotid artery stenting and angioplasty. A gore flow reversal system was used for embolic protection. Flow reversal was established. The internal carotid artery was predilated at the lesion site and stent placement was successful. However at some point after pre-dilatation, angiograms showed the gore balloon sheath balloon had ruptured. The patient did well following the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the lot # remains unknown. The device was discarded, so no engineering investigation could be performed. The imaging analysis showed the gore balloon sheath balloon (gbs) to be significantly overinflated. During pre-dilation at the lesion site, angiograms showed the gbs balloon had partially lost volume. Successful stent placement was confirmed.